Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The customer was able to clear the alarm, but the no delivery alarm would recur. The customer's blood glucose was unknown. The customer stated that they were unable to manually push the plunger. The customer observed no leak. The customer had already performed an infusion set change, but the alarm persisted. The customer was unable to deliver 5 units of insulin due to the alarm. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to a flattened act button dome switch. No unlocked lcd keypad connector was noted. Unable to test for the excessive no delivery alarm due to the unresponsive button. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.